Event description:
During a shoulder procedure, two needles broke and one of the tips fell into the patient. It is believed that all of the needle fragments were recovered. At this time, there are no known patient consequences.

Manufacturer narrative:
The complaint device was received and evaluated visually. We cannot conclude what may have caused the needle to break. Again, we believe that this failure mode is technique driven, most likely precipitated by the distal end of the needle having hit some hard object, like bone. Other than this hypothesis we cannot descern any other root cause for the failure mode. At this point in time no further action is warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.